Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up (pmcf) from (B)(6) medical center. The title of this report is ¿a post market clinical follow-up (pmcf) of the treatment of elbow fractures with the stryker variax elbow plate system¿ which was published in april 2019 and is associated with stryker variax elbow plate system. Within that publication, post-operative complications/ adverse events were reported, which occurred between 2012 and 2018. It was not possible to ascertain specific device or patient information from the article; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 8 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses wound healing complications. The study states, ¿the third patient developed wound healing complications requiring wound debridement. They had aseptic post-operative soft tissue wound complications treated successfully with surgical irrigation and debridement at 3 weeks post-operatively.¿